Event description:
The customer reported that the insulin pump alarmed while changing the infusion set. The blood glucose reading was 270mg/dl. The customer mentioned that her holster came out of her clothing and the insulin pump hit the ground. Troubleshooting was performed, and the drive support cap was protruded. The customer did push back in, but she was not connected at the time. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to protruded/loose drive support disk. No prime alarm. Minor scratches on lcd window, cracked display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.